Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a molding error. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: received one used iag/bc 22ga catheter/adapter assembly without packaging from an unknown lot number. The indicated failure mode was verified. Damage on the inside rim of the luer adapter was observed. A functional/fluid leak test was performed and no leakage was observed in the returned sample. The photograph displayed the damage inside rim of the luer adapter. Investigation conclusion: the defect other (connection) was not confirmed with the returned unit. Damage on the inside rim of the adapter did inhibit the connection was successful. Damage observed could occur anywhere within zones 1, 2 or 5 when the equipment is lowered inside of the adapter inadvertently damaged the interior due to the incorrect alignment. Misalignments of the adapter relative to the equipment may cause this damage. Alignments are performed when they are determined to be necessary during set up or production. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a molding error. There was no report of exposure, serious injury or medical intervention.